Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, unit passed basic occlusion test and displacement test. No alarms were noted. However, we were unable to prime unit during prime test due to faulty force sensor resistor. The insulin pump alarmed unexpected restart after battery change due to faulty connector on interface board. The insulin pump downloaded to carelink properly. Multiple boluses were delivered and all boluses were recorded in daily totals and carelink bolus history report. No bolus anomaly noted. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump alarmed unexpected restart and external error. The unexpected restart alarm was recurring during normal insulin pump use. The insulin pump started alarming that the reservoir was empty but she had a full reservoir. Nine external error alarms were found in the alarm history. The insulin pump was stuck on the fill cannula screen. The insulin pump had a bolus and prime/fill anomaly. The customer was advised that the device would be replaced and agreed to return the product for analysis.